Event description:
Per the clinic, the device was explanted on (B)(6) 2024 subsequent to patient sustaining a head trauma from a fall. The patient was reimplanted with another cochlear device on (B)(6) 2024.